Manufacturer narrative:
Other applicable components are: product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient has an implant in each butt cheek and neither are on or working. He completely quit using them for the last couple of years. They were working for a while, but they were just not cutting the pain. It was noted that the patient was currently on methadone and on comfort care with hospice. It was noted that the patient donated his patient programmers. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.